Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 50 mg/dl in the early morning. The low bg was thought to have been caused by delivering too much of a bolus the night before. Upon waking up, the customer received an occlusion alarm and the bg was 282 mg/dl. A correction bolus was delivered to address the high bg. No additional occlusion alarms had occurred. The customer declined tandem technical support's offer to troubleshoot to determine a cause of the occlusion.